Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a solero applicator. They were performing an rfa procedure and tested the solero applicator prior to placement for 10 seconds at 100 watts with no reported issues. The unit was set for 4 minutes at 140 watts for the procedure. The applicator's percutaneous placement was confirmed and the ablation was started. 7 seconds into the ablation, a "high reflected power" message was received. They attempted to clear the message by reconnecting the applicator and changing the voltage, however the attempts were unsuccessful. They determined to exchange the applicator for a new one. When the radiologist withdrew the applicator, it was observed the tip had detached inside of the patient's kidney. A CT scan was performed and it was confirmed the tip was in the patient's kidney. The procedure was completed with a new applicator. The patient did not experience any harm as a result of this incident.